Manufacturer narrative:
Patient weight not made available from the site.device manufacturing date is unavailable.the site biomed representative performed an o-arm spin of the demo spine model with screws, tested the synergy spine software with the passive planar probe and was unable to recreate the reported inaccuracy issue.

Manufacturer narrative:
Mfg date provided.

Event description:
A site representative, biomed, reported the site being inaccurate from the beginning of a spine procedure, in the superior and inferior planes approximately 2mm. Two o-arm spins were taken and both spins were displaying inaccuracy in the same direction. The surgeon opted to continue and completed the procedure with the use of navigation. There was no impact on patient outcome.